Manufacturer narrative:
Voluntary medwatch MDR report #: mw5152493.

Event description:
Voluntary medwatch form received notes that a patient presented with oversensing noise on the atrial lead. No changes or interventions were reported. The atrial lead remains in service. No adverse patient effects were reported.